Manufacturer narrative:
(B)(4) stenosis is not specifically labeled in the IFU. Event eval: still under investigation.

Event description:
On (B)(6) 2011, a (B)(6) male pt underwent aaa repair. The pt's anatomical form was not suitable for the procedure because the proximal neck was short as the aorta was aneurysmal right under the renal arteries. Therefore the left renal artery had to be covered by mainbody. The procedure was conducted as labeled and the final angiography showed proximal type I endoleak. It was not solved after additional ballooning. It became much better after placement of body extension but still persisted. The physician decided to take a wait and see approach. (1820334-2011-00227). Then angiography showed a left adrenal artery was stenosed. The physician attempted to treat the stenosis but found another adrenal artery above, so decided to take a wait and see approach. The pt's condition is unk as not provided by reporter.